Manufacturer narrative:
Date of event: event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that they had been experiencing shocking at the back of their head that was very uncomfortable and not related to positional movement. They were also experiencing very bad headaches which was making them sick to their stomach. A head scan was performed and their doctor (hcp) said they needed two revisions that couldn't be done at the same time. The patient called the hcp office multiple times and left messages but hasn't been called back yet. It was unknown if a surgery had been scheduled or not. There were no falls, trauma, or other medical tests prior to the head scan. The caller was redirected to follow-up with the hcp and/or surgical facility in regards to the surgery schedule. No further complications were reported or anticipated with this event.